Event description:
It was reported the patient experienced a loss of therapeutic effect. The stimulation was intermittent. The patient's symptoms returned. There is no known accident or incident related to this complaint. At the time of the report, the patient was at home in fair condition. The patient was redirected to contact the health care professional. Additional information has been requested from the hcp, but was not available as of the date of this report.